Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention and paravalvular leak [pvl] are known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment the thv training manual also identifies several procedural and anatomical factors that can contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Four cine video clips were submitted for review. No aortogram prior to positioning of the first valve available for review. The first video clip shows the valve and delivery system across the annulus. There was fair coaxial alignment of the valve and delivery system (ds). During positioning, the valve starts too aortic, is moved ventricular by the operator, than aortic again at which time the valve is deployed too aortic. Second video clip- post deployment aortogram demonstrates the valve is 100% above the annulus, at the level of the sinuses of valsalva. Aortic regurgitation is present. The third video clip demonstrates deployment of a second valve within the first valve, and slightly ventricular to the first valve. Fourth video clip demonstrates a valve-in valve, and left coronary angiogram with guide wires in place in the lcx and lad. No additional images were provided for review. In this case, procedural factors [too aortic positioning of the valve and movement of the delivery system by the operator during valve deployment] resulted in the valve malposition and resulting paravalvular leak. The patient¿s severe and bulky native annular/leaflet calcification could also have been a contributing factor. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
The 26mm sapien xt was deployed too aortic, resulting in moderate paravalvular leak. A second sapien xt was deployed more ventricular. Initially during positioning/deployment of the valve via transfemoral approach, the valve was too aortic and was advanced more ventricular by the operator [but moved more ventricular than desired]. The valve was then pulled more aortic but landed higher than intended at 100:0 [aortic:ventricular]. Tee showed moderate paravalvular leak. Post-dilation x1 was performed with +1cc, with no improvement in paravalvular leak. A second 26mm sapien xt valve was prepared with nominal volume, positioned and deployed approx 1 cell below the first valve. Tee showed mild-moderate paravalvular leak. Post-dilation x1 was performed with +1cc, resulting in mild paravalvular leak. A left coronary angiogram was performed, with good flow noted. The devices were removed and the patient left the room extubated and in stable condition.